Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported a loss of live image when moving from the anterior-posterior position to the lateral position. There is no report of pt injury.